Event description:
I need more space than allowed. Device malfunction: what specific issue did you experience with the device? (E.g., inaccurate readings, difficulty programming). During my first light adjustment treatment on (B)(6) 2026, the procedure was performed prematurely ¿ before the appropriate healing interval following my lal (light adjustable lens)+ lens implantation had passed. It was performed 14 days after surgery and the rxsight webstite states the minimum between surgery and ldd is 17 days. The treating physician also applied external pressure to my head/eye during the procedure, which I understand is contrary to rxsight's protocol for the light delivery device (ldd). While he worked on my eyes a nurse was behind me pushing hard on my head into the unit. I was also given 4 doses (3 sets of drops, 1 application of jell) of preserved proparacaine during the treatment. Adverse effects: did you experience any symptoms or injuries as a result? (E.g., vision changes, discomfort). I sustained a bi-lateral corneal injury as a direct result of this treatment. 30% of one cornea was torn and 20% of the other was torn as I was released from pressure and told to move my head back. Within 15 minutes my left eye was swollen shut and the right eye was half shut. I sought emergency treatment and was told this was not an allergic reactions as the damage was in the bottom of the eye in the shape of a half circle, the mirror image of the rxsight machine speculum. I required multiple applications of bandage contacts as the injury was so severe, and was diagnosed with unspecified vision loss. I could not see clearly for several weeks. My eyes were dilated for nearly 48 hours. I also experience ongoing eye pain, light sensitivity, blurred vision, dryness, in short this has impacted daily life immensely. Medical intervention: was any medical treatment or medication required to address the situation? Yes I have seen a different ophthalmologist as I am over 2 hours from the lal surgeon. I have been newly diagnosed with superficial punctate keratosis.